Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluated it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt has reported on (B)(6) 2004 that his one touch ultra meter was failing to control solution tests. He had performed two control solution test and they both failed on the meter. During troubleshooting, it was verified that he was using the correct control solution and test strips. The control solution was opened less than the discard date and the test strips were within the expiration date. He was walked through a control solution test and it passed within range. However, the meter was found to be in the wrong unit of measurement (mg/dl instead of mmol/l). The pt had only been using the meter for a week and had changed the code on the meter. But, he did not remember going into the set-up mode to change the unit of measurement. Therefore, he may have experienced a power interrupt on the meter that may have changed the meter to the default unit of measurement. This case is reported as a meter malfunction due to this issue.